Event description:
It was reported by service report that the safety bar springs were worn and the drop frame clevis pin and retaining ring were worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Retaining ring.